Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door continuously failed. Customer tried recover the storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 was failed and took 4 or 5 times to recover. A field service engineer (fse) accessed the station and used the hardware test application to repeatedly open-door number eight in order to reproduce the failure, however the issue could not be replicated. The fse then cleaned and secured the connections to the micro switches and ensured proper operation of the door. The system functioned as intended after the field service engineer repaired the device.